Event description:
T was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the motor device run so hot that it led to the blistering on the skin incision of the patient. The motor device was used together with two other unspecified devices. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was unknown which type of medical intervention was performed as a result of the injury or if there was prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect device manufacture date. The device manufacture date was incorrectly documented. The device manufacture date has been updated from jun 4, 2014 to may 29, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all manufacture's specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.